Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17350641m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant medical products: smart ablate generator, model #: m-4900-07, serial #: (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device not returned. (B)(4).

Event description:
It was reported that a patient underwent am atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required pericardiocentesis. The patient¿s medical history was unknown. During the procedure, the patient developed a pericardial effusion which was observed by an intracardiac echo. A pericardiocentesis was performed and the patient was given praxbind and kcentra to reverse the anti-coagulants. The patient was stable and transferred to the critical care unit for observation. There were numerous radio frequency applications ranging from 20 - 40 watts. There is no information about the hospitalization. The physician¿s opinion regarding the cause of this adverse event is that there was adequate contact, persistent signals which would not degrade with ablation. The patient fully recovered. The act goal range was between 300-350. There were no errors observed on the biosense webster equipment during the procedure. A transseptal puncture was performed with a st. Jude medical sl 8.5f, 71 63 sheath and a st. Jude medical brk1 71 cm needle. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent am atrial fibrillation (afib) procedure with a smart touch unidirectional catheter. During the procedure, the patient developed a pericardial effusion which was observed by an intracardiac echo. A pericardiocentesis was performed and the patient was given praxbind and kcentra to reverse the anti-coagulants. The patient was stable and transferred to the critical care unit for observation. There is no information about the hospitalization. The patient fully recovered. There were no errors observed on the biosense webster equipment during the procedure. The returned device was visually and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. Based on available analysis finding results, the failure mode does not appear to be caused by any internal biosense webster, inc. Processes. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 3/23/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).